Manufacturer narrative:
The evaluation conclusion code has been corrected on this medwatch report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 11 months post implant of the ICD and 13 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 6940-52 lead, implanted: (B)(6) 2000; 8784 neuro accessory, implanted (B)(6) 2013; 8780 neuro catheter, implanted (B)(6) 2013; 8637-40 neuro pump, implanted (B)(6) 2013; 8784 neuro accessory, implanted (B)(6) 2013; 8835, implanted: unknown. (B)(4). This report was initially submitted on (B)(4) 2014 which is prior to the due date of (B)(4) 2014. Acknowledgement 1 was received on (B)(4) 2014. There was an internal processing error on the gateway and therefore acknowledgement 2 and acknowledgement 3 were not subsequently received. This report was resubmitted on (B)(4) 2013.